Event description:
It was reported that the mvws display froze and then rebooted itself. A draeger tsr was dispatched and downloaded logs. The mvws has been returned to use and no further problems have been reported. There was no injury reported.

Manufacturer narrative:
We are still investigating this reported incident. A follow up report will be submitted as soon as our investigation is complete.